Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had heat damage due to electrical short. The heat damage was due to an electrical short and water leakage from the tubing caused shorts in the bibag module which caused damage to the actuator/test board, motherboard, bibag interface board, bibag gen 2 module, and sensor cable. There was no harm to patients because of this malfunction. It was reported that there was damage observed to other components, however no further information was provided. The actuator board, bibag daughter board, motherboard, actuator cable, and both bibag modules were replaced, which resolved the machine issue, and the machine is back in service without any issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had heat damage due to electrical short. The heat damage was due to an electrical short and water leakage from the tubing caused shorts in the bibag module which caused damage to the actuator/test board, motherboard, bibag interface board, bibag gen 2 module, and sensor cable. There was no harm to patients because of this malfunction. It was reported that there was damage observed to other components, however no further information was provided. The actuator board, bibag daughter board, motherboard, actuator cable, and both bibag modules were replaced, which resolved the machine issue, and the machine is back in service without any issues.